Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis revealed that the proximal insulation was abraded at 19.3 cm - 19.8 cm from the connector pin. The damage indicates that the lead abraded against another implantable device which could have resulted in noise.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.